Event description:
Information received that the left siderail does not stay up. No injury reported.

Manufacturer narrative:
Technician found the left siderail would not stay up as the rivets were missing. Replaced the rivets to resolve this issue.